Manufacturer narrative:
Investigation summary no product or photo was returned by the customer. The customer complaint that the primary line emptied before the secondary could not be verified due to the product not being returned for failure investigation. A device history record review for model 24010-0007t lot number 23025108 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ texium¿ infuion set the carrier fluid/primary line was dry. The following was received by the initial reporter: an issue has been reported to mms through interfaced pr# (B)(4). Reported issue ¿carboplatin was hung and programmed for infusing. At the infusion initiation, the drug was dripping from the secondary chamber as expected. Later, it was noted that the pump beeped, and the primary registered nurse found that the carrier fluid/primary line was dry and that there was carboplatin remaining in the secondary bag. The primary line was discarded (ref 24010-0007t and lot (10)23025108) and new primed line with carrier fluid (ns) was primed¿.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd alaris¿ pump module smartsite¿ texium¿ infuion set the carrier fluid/primary line was dry. The following was received by the initial reporter: an issue has been reported to mms through interfaced pr# (B)(4). Reported issue ¿carboplatin was hung and programmed for infusing. At the infusion initiation, the drug was dripping from the secondary chamber as expected. Later, it was noted that the pump beeped, and the primary registered nurse found that the carrier fluid/primary line was dry and that there was carboplatin remaining in the secondary bag. The primary line was discarded (ref (B)(4) and lot (10)23025108) and new primed line with carrier fluid (ns) was primed¿.